Event description:
The facility representative reported on a colleague triple channel pump during patient therapy (patient connected) that made a noise , displayed fail code 811, and shut down. This event occurred during open heart surgery. The pump was swapped out to restore therapy. There is no known patient injury and no known incident report. The patient's demographics are unknown. The drug(s) that were being infused are unknown. No additional information was available.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of an unintended shut down. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens vaulted asymmetrically in a z-configuration and the lens was explanted, and replaced with a sulcus-fixated iol. Additional information has been requested.

Manufacturer narrative:
A baxter service technician evaluated the pump and confirmed the customer reported condition of "made a noise, displayed fail code 811, and shut down. The customer's reported failure 811 was not found in the history or duplicated, but failure code (fc) 18:115 was found in the history on the reported incident date. Fc 18:115 is a software error (user entered the value of 0.1 for patient weight in kg and 'low' is displayed for lbs). This failure was duplicated during testing. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 5.04.00 and will be categorized as unremediated.